Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced skin issues and infection at implant site and subsequently was admitted to hospital (date not reported). Whilst hospitalised the patient underwent revision surgery to resolve skin issues and upon discharge was placed on oral antibiotics for a duration of 10 days.